Event description:
A renegade microcatheter was being prepared for use in a therapeutic embolization procedure. Upon removing the catheter from the package, it was noticed the catheter was broken at the point where the hub and the catheter meet.